Event description:
It was reported that this brady lead was not successfully implanted due to screw failed to deploy after 20 rotations when screw deployment test was performed outside the body. Also, screw manipulation device was briefly detached and reconnected but was still unsuccessful. A new lead was used. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture updates on h6: device codes.

Event description:
It was reported that this brady lead was not successfully implanted due to screw failed to deploy after 20 rotations when screw deployment test was performed outside the body. Also, screw manipulation device was briefly detached and reconnected but was still unsuccessful. A new lead was used. No adverse patient effects were reported.